Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing a ruby coil through the proximal end of the microcatheter, where it subsequently became stuck and detached. Therefore, the ruby coil was removed from the microcatheter. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the embolization coil was detached from the pusher assembly and had offset coil winds along its length. The proximal constraint sphere was intact with the embolization coil. Conclusions: evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed offset coil winds along the embolization coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. The pusher assembly and the non-penumbra microcatheter used in the procedure were not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure and the detached embolization coil were unable to be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported resistance experienced during the procedure and the detached embolization coil.